Event description:
A customer reported that the adc device turns on/off whenever scanning and therefore was unable to obtain glucose readings. The customer became hypoglycemic and experienced symptoms of dizziness and a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and administered unknown treatment for the diagnosis of hypoglycemia. The customer further reported that their blood glucose increased to 6 mmol/l after the hcp treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.